Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, while the lead was inside the body but prior to being positioned, it was noted on fluoroscopy that the helix was extended and misshapen. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.